Event description:
New information received indicates that programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing due to inappropriate programming during episodes of ventricular fibrillation was observed. The patient was stable. Programming changes were recommended.